Event description:
Correction to b5 of the initial report. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels (ch). Cfu: >25 cfu/100ml. Bacterial identification: pseudomonas oleovorans. Sampling date: (B)(6) 2024. Sampling from: air/water ch. Cfu: 2 cfu/100ml. Bacterial identification: pantoea species. Sampling from: auxiliary water ch. Cfu: >25 cfu/100ml. Bacterial identification: stenotrophomonas maltophilia. Sampling from: suction ch. Cfu: 0 cfu/100ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: 2 cfu/100ml. Bacterial identification: filamentous fungus.

Manufacturer narrative:
Correction to b5 of the initial report, please see b5 for further information. Correction to h10 of the initial report, olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 20 cfu/endoscope (13 cfu/100ml). Bacterial identification: coagulase-negative staphylococci. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and >25 colony forming units (cfus) of pseudomonas oleovorans, 2 cfus of pantoea sp, >25 cfus of stenotrophomonas maltophilia, and 2 cfus of filamentous fungus were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during routine culture testing, the colonvideoscope tested positive for 2 cfus of pantoea sp, >25 cfus of stenotrophomonas maltophilia, and 2 cfus of filamentous fungus. The device was reprocessed and sampled again thirteen days later. The device tested positive for >25 colony forming units (cfus) of pseudomonas oleovorans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.